Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. This report is for two (2) unknown screws. Part and lot numbers are unknown; UDI number is unknown. G5 number is unavailable. Devices are not available for return. Telephone number not reported. Device history review: was conducted on all screw lot number since it was not determined which two screws were impacted part number: 04.211.042s, synthes lot number: l534306, manufacturing location: (B)(4), supplier: (B)(4). Release to warehouse date: 21.aug.2017 expiry date: 01.aug.2027. Part number: 04.211.042 / h355976 was manufactured in us. Manufacturing location: (B)(4), manufacturing date: 12-may-2017. Part #: 04.211.042, lot#: h355976 (non-sterile) - 2.7 mm ti va lckng scr slf-tpng with t8 stardrive recess 42 mm. Quantity 238. Components reviewed: part no: 04.211.042.999 2.8 mm ti screw blank 42 mm lot no: 7994746. Inspection sheet for mill shaft threads, turn/thread head, flute, final inspection ns049907 rev: l meet inspection acceptance criteria. Please note, this DHR review is for sterilization procedure only: part number: 04.211.014s, synthes lot number: l623771, manufacturing location: (B)(4), supplier: (B)(4). Release to warehouse date: 24.oct.2017 expiry date: 01.aug.2027. Part number: non-sterile 04.211.014 / h441544 was manufactured in us. Manufacturing location: (B)(4), manufacturing date: 30-aug-2017. Part #: 04.211.014, lot#: h441544 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14 mm. Quantity 240. Components reviewed: part no: 04.211.014.999, 2.8 mm ti screw blank 14 mm lot no: h413363. Inspection sheet for in-process/inspect dimensional/ final inspection ns049907 rev: m meet inspection acceptance criteria. Please note, this DHR review is for sterilization procedure only: part number: 04.211.012s, synthes lot number: l589686, manufacturing location: (B)(4), supplier: (B)(4). Release to warehouse date: 27.sep.2017 expiry date: 01.sep.2027. Part number: non-sterile 04.211.012 / h435998 was manufactured in us. Manufacturing location: (B)(4), manufacturing date: 28-aug-2017. Part #: 04.211.012, lot#: h435998 (non-sterile) - 2.7 mm ti va lckng scr slf-tpng with t8 stardrive recess 12 mm. Quantity 240. Components reviewed: part no: 04.211.012.999, 2.8 mm ti screw blank 12 mm lot no: h403545. Inspection sheet for in-process/inspect dimensional/ final inspection ns049907 rev: m meet inspection acceptance criteria. Please note, this DHR review is for sterilization procedure only: part number: 04.211.040s, synthes lot number: l476897, manufacturing location: (B)(4), supplier: (B)(4). Release to warehouse date: 04.jul.2017 expiry date: 01.jun.2027. Part number: non-sterile 04.211.040 / h385061 was manufactured in us. Manufacturing location: (B)(4), manufacturing date: 09-jun-2017. Part #: 04.211.040, lot#: h385061 (non-sterile) - 2.7 mm ti va lckng scr slf-tpng with t8 stardrive recess 40 mm. Quantity 347. Components reviewed: part no: 04.211.040.999, 2.8 mm ti screw blank 40 mm lot no: h383625. Inspection sheet for mill shaft threads, turn/thread head, flute, final inspection ns049907 rev: l meet inspection acceptance criteria. Please note, this DHR review is for sterilization procedure only: part number: 04.211.010s, synthes lot number: l603719, manufacturing location: (B)(4), supplier: (B)(4). Release to warehouse date: 05.oct.2017 expiry date: 01.sep.2027. Part number: non-sterile 04.211.010 / h436819 was manufactured in us. Manufacturing location: (B)(4), manufacturing date: 23-aug-2017. Part #: 04.211.010, lot#: h436819 (non-sterile) - 2.7 mm ti va lckng scr slf-tpng with t8 stardrive recess 10 mm. Quantity 240. Components reviewed: part no: 04.211.010.999, 2.8 mm ti screw blank 10 mm lot no: h433115. Inspection sheet for in-process/inspect dimensional/ final inspection ns049907 rev: m meet inspection acceptance criteria. Please note, this DHR review is for sterilization procedure only: part number: 04.211.026s, synthes lot number: l488624, manufacturing location: (B)(4), supplier: (B)(4). Release to warehouse date: 12.jun.2017 expiry date: 01.jul.2027. Part number: non-sterile 04.211.026 / h377269 was manufactured in us. Manufacturing location: (B)(4), manufacturing date: 30-may-2017. Part #: 04.211.026, lot#: h377269 (non-sterile) - 2.7 mm ti va lckng scr slf-tpng with t8 stardrive recess 26 mm. Quantity 238. Components reviewed: part no: 04.211.026.999, 2.8 mm ti screw blank 26 mm lot no: h294713. Inspection sheet for mill shaft threads, turn/thread head, flute, final inspection ns049907 rev: l meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a ulnar proximal fracture repair on (B)(6) 2018, fragments were generated from two screws and or the plate during tightening. The surgeon was utilizing a torque limiter with handle to implant an olecranon construct which was to include six (6) screws and an olecranon plate. Since it was too tight to fix those screws, the handle was changed to another handle. Although four (4) screws were properly tightened, the surgeon had to stop fixing the remaining two screws because metal fragments came out of either the screw heads or the plate. It is unknown if all fragments were removed. The surgery was delayed by five minutes. Patient status is unknown concomitant devices: torque limiter (part# 03.110.002, lot# unknown, qty 1). Handle (part# 03.110.005, lot# unknown, qty 1). Handle (part# 311.431, lot# unknown, qty 1). Screws (it is unknown which screws were impacted; possible concomitant screw are listed below). Part #04.211.042s ; lot #l534306. Part #04.211.014s ; lot #l623771. Part #04.211.012s ; lot #l589686. Part #04.211.040s ; lot #l476897. Part #04.211.010s ; lot #l603719. Part #04.211.026s ; lot #l488624. This is report 1 of 2 for (B)(4).